Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: an investigation of the returned filter confirmed one of the primary filter legs had fractured approx. 26mm from clip bushing. However, a thorough investigation of the filter material did not reveal any damages nor in the area of the fracture. A review of the provided imaging confirmed a left primary leg had fractured and the extravascular fragment had migrated as reported one day after filter implant. It is unknown, why the filter was placed and also, if the patient had any treatment/surgery while the filter was implanted. Perforation of the vena cava wall and fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement (e.g. Surgery, central line catheter placement retrieval attempt) could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: prior to retrieval, x-ray was performed to check and localize filter. The physician observed a broken leg of the filter had obviously detached from the filter and migrated outside of vena cava. The remaining filter was correctly placed in vena cava. This section of the device couldn't be caught as it was outside the venous system. They proceeded to retrieve what was left of the main filter. Description of event according to the report received from ansm (B)(4): "patient admitted for ivc filter removal placed on the (B)(6) 2015, visualisation before any procedure of the filter in place, a "jambage" of the filter unattached to the device is seen for unknown reasons, migrated through the wall of the vena cava" patient outcome: one leg with hook detached from filter. No retrieval possible by endovascular way. The patient did require additional procedures due to this occurrence. Scanner is planned next week for surveillance. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence